Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated. (B)(4).

Event description:
It was reported that the craniomaxillofacial (cmf) screws were showing that the accuracy reading was off by 3-4mm. The physician decided to proceed without taking any new images but could not complete the procedure with navigation due to tracker placement problems. The procedure was completed by traditional methods without incident.

Event description:
It was reported that the craniomaxillofacial (cmf) screws were showing that the accuracy reading was off by 3-4mm. The physician decided to proceed without taking any new images but could not complete the procedure with navigation due to tracker placement problems. The procedure was completed by traditional methods without incident.

Manufacturer narrative:
During the device evaluation by a manufacturer field service technician, the reported mean deviation of 3 to 4 mm could not be duplicated. It was found that the mean deviation was at 1.7mm, which is within the threshold of 2mm. He confirmed that a re-calibration of the system was successfully performed.